Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4)) co., ltd., (B)(4). The guidewire was not returned for the manufacturer investigation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. All the shipped products are inspected in the production process for meeting the product's specifications and release criteria. Based on the reviewed information there is no indication of product deficiency. It is concluded that pulling force exceeding the product's design limit was inadvertently given to the guidewire while the tip of the guidewire was trapped by the heavily calcified lesion. The IFU states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [adverse reactions/events] separation or breakage of the guidewire.

Event description:
Reportedly, during the procedure for a moderately tortuous and heavily calcified cto lesion, the tip of the guidewire in question got stuck in the lesion. When the physician attempted to pull the guidewire back, the coils of the guidewire got stretched and fractured. The guidewire fragment was retrieved by a snare. The physician commented that he pulled the guidewire so hard that the coils got separated and it was not product failure.